Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called due to experiencing elevated blood glucose levels. No leaks or issues were initially identified with the infusion set; however, an occlusion alert was reported. The patient was advised to change the infusion set and was guided through the supply change process. A follow-up was planned to assess whether blood glucose levels were improving. During follow-up, the patient reported that blood glucose levels remained elevated. The patient planned to perform a full infusion set change the following morning and, in the interim, intended to remain disconnected from the device. Blood glucose levels were affected during the event, with reported values exceeding 400 mg/dl and remaining outside the target range for several hours. No back-up therapy was used, no ketone testing was performed, and no recent steroid injections were reported. The patient did not receive professional medical intervention or additional assistance and reported no immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Subsequent contact attempts were initially unsuccessful. During later communication, the patient reported discovering a bent cannula upon changing the infusion site the following day. The patient also reported use of a continuous glucose monitoring system. Education was provided on rotating infusion set placement to avoid scar tissue and other areas that could interfere with insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.